Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they saw "settings not available; cannot provide your desired intensity settings" on their controller earlier today and couldn't use their stimulation. Pt reached out to their rep, earlier today via text, twice, and left a message, but had not heard back from them yet. Pt mentioned they were in a lot of pain and having trouble walking without their stimulation; pt was nervous about the thought of falling. Pt stated they had tried to reset the controller before calling patient services. Agent inquired if they had any alternative groups they could switch to, but pt only had group a-1 available, and was unable to change any of the settings, up or down. Pt confirmed both controller and implant batteries were fully charged. The issue was not resolved. The caller was redirected to agent offered pt the nas phone number for their clinic to try to reach out to reps as well, but pt stated they are unable to travel to a clinic because they cannot drive and their children were not able to help them today. Pt mentioned that their usual rep, would meet with them at their home sometimes. Agent sent an email to the field to alert them of pt needing reprogramming. 2023-apr-21 rep reported that pt has multiple electrodes out, she is scheduled on may 9th for revisions

Event description:
Additional information was received from rep stating went to surgery yesterday, physician was about to get 6 of the 8 contacts in normal working range. Pt elected to not replace the leads and take the chance of not being able to get new one in the correct place. Pt gets good bilateral coverage and relief using 8-15 contacts. Pt requested battery replacement as they were going to surgery and wanted a new battery to last her as long as possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.